Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 2024 of 50-70 mg/dl. The low bg causes were not known. Customer consumed carbohydrates to address bg for all low bg levels. Tandem technical support (cts) confirmed the pump is functioning as intended, and recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.